Event description:
It was reported by the pt that he has been experiencing increasing groin pain from a shifting and hardening of a mesh patch that was used for repair of a right inguinal hernia in 1998. He underwent an MRI after which physician determined that the mesh had hardened and wadded up and caused the mesh to press against certain nerves, thus creating his pain. He described this condition as meshoma. Pt continues to have increasing pain that cannot be treated with traditional pain mgmt due to an existing problem with his liver that prohibits the use of most pain medication. This has forced him to be on disability due to his uncontrollable pain. It was reported to be a perfix plug and patch polypropylene system. Physician is hesitant to explant the product due to the potential for serious nerve damage. He has discussed the possibility of inserting another mesh on top or around the existing plug. No definite course of action has.......

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returnd for eval or additional info becomes available.